Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was unable to read a disc a few weeks ago. This issue was confirmed by the representative. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: patient information received. Procedure information received. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a craniotomy for a brain tumor and there was a reported delay of 10 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the site was able to use the cd for the patient exams, but it took 10 minutes to upload onto the system. The site was able to use it to proceed on a later case.

Manufacturer narrative:
Additional information: patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that this issue took place during a procedure. The site was able to complete the procedure by using another navigation system.